Event description:
It was reported that a non-pacemaker dependent patient presented in the emergency room after receiving a vibratory notification due to out of range high pacing lead impedance. Upon interrogation of the device, loss of capture was noted on the ventricular lead. High pacing lead impedance was able to be reproduced with isometric exercise test. The device was reprogrammed and further testing will be performed on the lead. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information reported stated that the patient presented with loss of capture and high pacing lead impedance. The lead was capped and replaced during a revision procedure on (B)(6) 2018 without complication. The patient was asymptomatic and stable before, during, and after.